Event description:
Customer reported the spike and drip chamber completely separated while spiking a new bag (the white plastic spike and drip aperture separated from the clear plastic chamber). No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The product was received. Investigation is not complete. A follow up report will be submitted with any relevant information.